Event description:
It was reported that during a da vinci si prostatectomy procedure, while closing of the renal defect the tips of the fenestrated bipolar forceps instrument were observed to be offset. The instrument was replaced with an instrument of the same type. There was no reported harm to the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken/loose cable is confirmed. The pitch down cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. Additional observation not reported by site is bent bipolar pins. The bottom bipolar pin is bent sideways. A bipolar cord cannot be fully installed as a result of damage. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: proper care and handling is essential for satisfactory performance of surgical instruments and accessories. Examine the instrument or accessory - including all of its components - thoroughly before and after each use. If any abnormality is found, do not use it. Use the device for its intended purpose only. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not used a damaged cannula or reducer. Damaged cannulae and reducers may abrade the instrument shaft and generate particles that may fall inside the patient.